Event description:
Reference number (B)(4). Event occurred in the united states. Patient reported infection at infusion set insertion site on (B)(6) 2024. Patient took doxycycline for the infection. The infusion set was in use for 48 hours. Blood glucose at the time of event was noticed 133 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.